Manufacturer narrative:
The device was returned and evaluated by product analysis on 04/22/2016 with the following findings: review of the pump¿s black box revealed evidence of a shortened battery life. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were found to be above specification. Moisture was observed on the pump¿s power circuit. Unrelated to the complaint, a battery compartment crack and battery compartment moisture were observed. The pump failed leak testing at the battery compartment crack. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.